Event description:
The patient reported that the atrial lead came ¿loose¿ and has never worked. The patient also noted feeling a jagging and shocking feeling in the shoulder. Follow up was conducted and indicated that the atrial lead was non-functioning and did not pace or sense. At the lead replacement procedure, it was noted that there were no tie-down sleeves present to anchor the lead. The atrial lead was explanted and replaced. It was further reported that a visual defect was noted on the right ventricular lead. All sensing, pacing and impedance values were normal so the rv lead insulation was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5568-53 implantable pacing lead implanted: 2010 (B)(6); product ID: (B)(4) implantable pulse generator (ipg) implanted: 2010 (B)(6). (B)(4).